Event description:
It was reported that the lead had abnormal impedances. The lead was explanted. The patient recovered without sequelae.

Manufacturer narrative:
Product ID neu_siliconeanchor, serial# unknown; product type accessory product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6) explanted: 2014 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4). Analysis of the lead (serial # (B)(4)) found that the stimulation lead body conductor was broken. The anchor site was unknown.